Event description:
A caller reported an issue with their pump displaying an incorrect time, which was off by more than five minutes. There was no adverse impact to the customer's blood glucose level due to this issue. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy occurred again. The caller understood and acknowledged the instructions.